Event description:
A surgical technician reported that following intraocular lens (iol) implantation, the patient experienced blurry vision and was not happy with the outcome. The lens was subsequently removed and replaced with an unspecified anterior chamber intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was myopic surprise. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).